Event description:
A donor contacted the center in 2/2004 to inform the center rn that donor had voided red urine after donor had donated on the morning the previous day. Rn asked donor if donor had observed any blood in their urine now. Donor informed the rn that donor had not noted any blood in their urine today. Rn advised donor to continue to push fluids and to call the center in a couple of hours with a status update. Due to no return call, rn attempted to follow-up later that day with the donor and left a voice mail message at their home. Donor did not call center back and was never seen again at the donor center. Reportedly the procedure had been aborted after approx 453 ml of plasma had been collected. According to the center staff the donor had received two hb detect alarms during the plasmapheresis procedure. Center staff stated the procedure was discontined without reinfusion of concentrated red cells and the donor had left the center in good condition. No addtional info is available at this time.